Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was traced to component failure. Also, for the foreign objects (white material) in the air/water (aw) cylinder (tube) and air/water (aw) tube, as well as foreign objects inside the light guide (lg) lens the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope to the service center for a separate issue. During device analysis, the service center identified foreign objects (white material) in the air/water (aw) cylinder (tube) and air/water (aw) tube, as well as foreign objects inside the light guide (lg) lens. In addition, a gap in the adhesive between the server plug-in (z-block) and distal end and wear of the adhesive around the objective lens were observed. There was no patient involvement.